Event description:
Caller reported an alarm followed by another alarm indicating an issue earlier in the day, identified as an occlusion. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer cleared the alarm and resumed insulin delivery.